Event description:
In 2003, implant johnson and johnson gynecare tvt for mixed urinary incontinence. From that period forward, till now 2009, there have been six surgeries that were performed for either correction of bladder prolapse, urinary incontinence or mesh removal or all three. In late 2008, diagnosed with urosepsis from infection that arose after attempt to remove mesh on surgery early of the same month. This was a life-threatening event. There have been multiple bladder infections requiring antibiotics in the years that I have had the mesh implanted. As stated, there were several surgeries to remove the eroded mesh; no additional products were used early 2007, late 2008, 2009. Dates of use: 2003 - 2009, on going. Diagnosis or reason for use: urinary incontinence. Event abated after use stopped or dose reduced? No.